Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a sudden increase in stimulation when security at an airport "wanded" him. Since this event the pt's stimulation had been fluctuating up and down. Stimulation was felt in the same area as before. He will be visiting his healthcare provider next week. Further information has been requested.